Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had a previous experience in 2015 where he went through withdrawal and was very sick, he almost died. There were no further complications reported at this time.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a MRI and a granuloma was noted. The patient was immediately referred for surgery to prevent paralysis. The pump was removed. No further complications were anticipated/reported.